Event description:
The customer reported that the temp light comes on then they get grainy.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered a mono block replacement for unit. He replaced the mono block. The unit is working as intended.